Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted at a depth of 3-5 mm below the annular plane. Ten minutes post procedure, an echocardiogram showed the valve moved ventricular 15-20 mm into the left ventricle causing severe paravalvular leak (pvl). A non-medtronic second valve was implanted above the valve skirt to prevent embolization into the ventricle and resolved the pvl. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.